Event description:
The customer reported, "while drawing labs from blue lumen of broviac, blood from the end of the cap soiled rn's gloves. Pt is (B)(6). Resulted in having to change patient gown and ppe (personal protective equipment)." There was no patient/staff harm or medical intervention required. Although requested, no further patient or event details provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer report of blood leaked from cap could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.